Event description:
It was reported that a web device was used during an mca aneurysm embolization case. The physician selected microcatheter for the aneurysm and delivered and deployed the web. The shape and position were good, so he attempted to detach, but it didn't detach. He used a new wdc-2 to detach, but it still didn't detach. He tried several times, changing the position of the microcatheter, but detachment was unsuccessful. After about 2 hours of attempting detachment, he eventually retrieved the web and via and completed the procedure with coiling. There was no patient injury, and the patient was reported to be normal.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issu could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength. The broken lead wire is consistent with the device experiencing forces that exceeded the tensile strength of the solder joint. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.